Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 implantable port allegedly experienced fluid leak. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) male. Weight information was not provided.